Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was giving a 'reservoir volume error. It was tried with several different cartridges, with the same result each time. No patient injury reported.

Manufacturer narrative:
Corrected data: h6: health effects.